Event description:
It was reported to philips that the device failed the op check. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on 05-april-2021. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty therapy capacitor. Based on the conclusion of the investigation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device does not pass the operational test. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not pass the operational test. There was no patient involvement.